Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 2-way catheter. No obvious observations. Inflated with 10ml of blue solution. Rested with no leaks noted. Deflated under 2 minutes with no leaks or cuffing noted. Also received 4 photo samples. First photo sample shows top overview of catheter. Second photo sample shows end of balloon. Third and fourth photo sample shows document in native language. Based on physical sample received product meets specifications. No root cause could be found because the reported event was unconfirmed. The DHR review and the labelling review are not required as the reported event is unconfirmed h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the catheter was removed and the balloon was not inflated. No balloon damage was confirmed. (Sterile water leakage). No abnormalities were detected throughout the catheter on visual inspection. They cut the inlet tube and discard the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the catheter was removed, the balloon was not inflated. No balloon damage was confirmed (sterile water leakage).